Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that their sensor and blood glucose readings were off, and the device suspended. The customer's blood glucose level was 99mg/dl, and their sensor reading was 67mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was reported to be conducted. It was reported that the sensor would be replaced.